Manufacturer narrative:
Tracking #.50822. D6: device returned with no lot ID. Based upon the inquiry info rec'd, the visual examination, and the functional testing, no conclusion could be reached as to what may have caused the reported incident. The instrument was returned in good physical condition. The instrument was cycled and fed the clips as designed. The clip form was within design spec. It was concluded that the instrument was conforming to design specs. The experience the surgeon reported could not be repeated.

Event description:
It was reported by the rep the device was used during an endoscopic vein harvesting procedure. It was reported the al326 clips were not forming properly. Another al326 was opened to complete the case. It is not known which kit the applier is from. There was no consequence to the pt.